Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was not confirmed. Visual examination shows that there is no sign of any defect. The most probable root cause is the end user did not fully depress the adaptor when inflating the cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the device could not inflate. There was no patient involvement.